Event description:
It was reported that this cardiac resynchronization therapy pacemaker (crt-p) was part of a system revision due to pocket erosion and infection. There were no additional adverse patient effects reported. The crt-p was explanted.